Manufacturer narrative:
Medwatch sent to FDA on 08/06/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "swelling, distorted, puffy, and my face looks bloated, not feeling well" and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Precautions: "as with all transcutaneous procedures, dermal filler implantation carries a risk of infection." Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Treatment site responses reported by 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness." Device- and injection related adverse events occurring in 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: "juvéderm voluma without lidocaine has been marketed outside the us since 2005, and juvéderm voluma with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma with and without lidocaine with a frequency 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Patient reported that the morning after injection with juv&#580;erm voluma&#59416;c in both cheeks, the injection area has "swelling, it looks distorted, it's very puffy, and my face looks bloated." Patient indicated they took aspirin the day of the injection due to the patient "not feeling well." Patient was treated with steroids. The swelling has subsided significantly, but still exists. Patient also reported that they developed a sinus infection, which was treated with antibiotics, but is "unsure if it's related to the injection." Symptoms are ongoing.